Manufacturer narrative:
Upon evaluation it was discovered that the irrigation knob was incompatible.

Event description:
It was reported that the irrigation was not functioning properly during a routine equipment evaluation at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.